Event description:
Sorin group (B)(4) received a report from a customer that during a procedure an s3 roller pump audibly alarmed and then stopped. The clinician power cycled the pump and continued the procedure with no further issues. There was no report of pt involvement.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report from a customer that during a procedure an s3 roller pump audibly alarmed and then stopped. The clinician power cycled the pump and continued the procedure with no further issues. There was no report of pt involvement. The customer requested the pump be checked and a preventative maintenance performed. A sorin group (B)(4) field rep tested the pump with no errors or stoppage occurring. Preventative maintenance was then performed on the pump and all subsequent functional testing found the device to be working properly. The investigation is ongoing. A f/u report will be filed when the investigation is complete.